Event description:
Customer reported that a pyxis anesthesia station es system unexpectedly rebooted before the start of a procedure. Customer reported that an emergent cesarean section was the affected procedure. The patient was relocated to an available operating room. Customer reported no delay to patient care. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia station es system unexpectedly rebooted before the start of a procedure. Customer reported that an emergent cesarean section was the affected procedure. The patient was relocated to an available operating room. Customer reported no delay to patient care. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that the device's log file recorded an unexpected system shut down due to loss of power. A field service engineer was dispatched to replace the device's internal battery. The device was tested and confirmed operational.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, d9, g1, g6, h2, h6.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from 01-nov-2020 to 01-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident it was determined that the malfunction was due to battery failure. The field service engineer replaced the battery and additionally reseated aio, docking board connections, power supply to comms led connections to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es system suddenly rebooted during the procedure (emergent cesarean section). The customer reported that this issue caused an emergent c-section to be moved to another room, which resulted in a delay. There were no adverse events or injuries reported based on this incident.